Manufacturer narrative:
The patient was instructed to keep the device off until the device is removed. The patient disclosed having issues with a screw placed in his hip (not related to the stimwave device) and having a blister where the antenna was placed. The no therapy/loss of therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, improper placement of the device, implanting a damaged device, patient engaging in excessing twisting, stretching, or strenuous activities, and patient having co-morbidities have been ruled out as potential causes. However, the clinical representative stated the skin irritation has occurred due to a blister where the antenna was worn. The patient was not compliant with IFU by wearing the antenna directly on the skin. The stimulator is used for the treatment of pain. The cause of the pain is unknown, but is likely resultant of the non-stimwave hardware implanted or prior hip injury. The cause of the skin irritation is due to improper antenna placement due to patient user error by way of non-compliance to the IFU.

Event description:
The patient is complaining of pain. The implanting clinician saw the patient and an explant procedure was scheduled for (B)(6) 2021.